Manufacturer narrative:
B3, g4, d4: UDI unknown. Visual inspection found the device to be in good condition. A review of the device's event history log found records of 'air in line' alarms. The event history log verified the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a continuous alarm. There was unknown patient involvement.